Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose levels kept increasing even after his bolus. Customer stated that at bed time his blood glucose level was 231 mg/dl. Customer woke up with the paramedics around him. Customer feels that the insulin pump waited to deliver all his boluses until he went to bed. Customer stated that his blood glucose reading was 26 mg/dl when the paramedics arrived and they were able to bring it up to 150 mg/dl before they left. Caller also reported that the paramedics have been called three times in the past six weeks due to low blood glucose levels. Customer's current blood glucose reading is 437 mg/dl. Troubleshooting was performed and drive support cap and all settings appeared to be normal. Self test also passed. Customer also reported difficulty removing battery cap. No further information reported.